Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was being done when the suture broke (removal from package / during passage through tissue / during tying / post-op)? What are the product code and lot number? Were there any adverse patient consequences?

Event description:
It was reported that a patient underwent a procedure to drain a knee hematoma on (B)(6) 2017 and suture was used. During wound closure, the suture broke. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # pc-(B)(4). Additional information was requested and the following was obtained: 1. What was being done when the suture broke (removal from package / during passage through tissue / during tying / post-op)? During passage through tissue 2. What are the product code and lot number? Product code: (B)(4). Lot number: ae9462. 3. Were there any adverse patient consequences? No. There isn´t sample for this complaint. The sample was scrapped by the hospital. If the device or further details are received at a later date a supplemental medwatch will be sent.